Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3093-28 lot# v396221, implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pain was out of control and could not turn off stimulation. The patient had tried turning off stimulation for a knee replacement, but she could not turn it off. The patient's doctor said not to worry about it and they left the device on. It was noted that the patient saw the call your doctor screen with a warning sign. Supplemental information received reported that no diagnostics were performed, no malfunctions were seen or cause of issue determined, and noted intervention as an office visit. It was noted that the device was off. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the device showed power on reset (por). It was noted, the por was noticed for the first time following the bilateral knee replacement surgery. It was reported, the patient could not adjust stimulation.